Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. It was also reported that the pump touchscreen was frozen and unresponsive. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 180 mg/dl.